Event description:
A report was received that the patient had a sub dural hematoma evacuated post permanent implant procedure. The physician believed that it was not device or procedure related. The patient was transferred into a rehab program per physician. The patient was doing well.